Event description:
It was reported that there had been difficulty accessing the pump¿s center port. During a pump refill on the prior friday, a pocket fill occurred, but all 20ml were aspirated from the pocket. It was indicated that the needle had been bent and the healthcare provider (hcp) was unsuccessful in refilling the pump after three more attempts. The patient experienced increased pain following the unsuccessful refill. On the day of report, the patient was going to be seen by another hcp who would perform the refill with saline while using imaging. The pump reservoir was empty and had been for some time. It was reported that the pump showed that 19.7ml had been dispensed since the previous refill, though it was noted that the hcp might not have filled the pump to capacity. The device system had been used to deliver fentanyl, clonidine, and bupivacaine. The next day, it was reported that the root cause of the difficulties was the pump being slightly tilted; however, the second hcp had been able to get into the reservoir with just one stick and had confirmed it via fluoroscopy. It was also indicated that the patient was fine and that saline had been used because the medication wasn¿t available.

Event description:
Additional information was received. It was reported that the needle became bent during the refill process.

Manufacturer narrative:
Product ID 8835 lot# serial# (B)(4), product type programmer, patient product ID 8590-1 lot# n281382, implanted: 2011 (B)(6), product type accessory product ID 8731sc lot# serial#(B)(4), implanted: 2012 (B)(6), product type catheter product ID 8551 lot# serial# unknown, product type accessory. (B)(4).